Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to start up. The rse confirmed that the issue had been resolved by restoring the power back on. After this, the issue didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not starting and was stuck at 00:00. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.